Event description:
It was reported that on an unknown date, the primary surgery was performed with the stem. After the primary surgery, on an unknown date, the patient fell, and the fracture occurred. On an unknown date, the revision surgery was performed due to the fracture and the stem was removed. The surgery was completed successfully. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.